Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Noise and oversensing was also present on the rv lead resulting in a number of misidentified episodes stored as ventricular fibrillation (vf) in device memory. Despite the oversensing, there was no inappropriate therapy or instances of pacing inhibition with asystole reported. Device therapy was programmed off and the patient hospitalized until their transvenous system was explanted and replaced with a subcutaneous implantable cardioverter defibrillator (s-ICD) the following day. No adverse patient effects were reported. This system is no long

Manufacturer narrative:
This product is not expected for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out-of-range pace impedance measurements. Noise and oversensing was also present on the rv lead resulting in a number of misidentified episodes stored as ventricular fibrillation (vf) in device memory. Despite the oversensing, there was no inappropriate therapy or instances of pacing inhibition with asystole reported. Device therapy was programmed off and the patient hospitalized until their transvenous system was explanted and replaced with a subcutaneous implantable cardioverter defibrillator (s-ICD) the following day. No adverse patient effects were reported. This system is no longer in service.